Event description:
It was reported that the customer had a high blood glucose but not hospitalized. The customer's blood glucose level was 500 mg/dl. The declined to troubleshoot for the high blood glucose. The customer stated that she attempted to calibrate the sensor but the overdue will not go away. The customer was advised to wait on trying to calibrate the sensor now because her blood glucose is so high. It was explained to the customer how it can effect the sensors perfomance. The customer was to monitor the blood glucose and when they come closer to her target range, attemp to bolus again. The patient was advised that the insulin pump can take 15-20 minutes before it accepts a calibration. The patient was advised to call back if she has any further issues.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.